Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, a balloon rupture in the form of a pinhole was noted upon second inflation at 7 atmospheres for 30 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.